Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure name of initial surgical procedure? Were there any intra-operative complications? Were any concomitant procedures performed? Other relevant patient history/concomitant medications was the device removed? If so, please provide indication for total mesh removal, date and details of the re-operation. What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status? Product code and lot number? If applicable, will product be returned, return date, tracking information.

Event description:
It was reported that the patient underwent sling procedure on unknown date. Three years after the procedure, the patient experienced vaginal pain. The mesh was totally removed after multidisciplinary team discussion. Additional information has been requested.